Event description:
It was reported that when the device was attached to the leads, large amounts of noise was seen on both lead egm's. Set screws were checked. Leads were disconnected from the device and lead terminal pins cleaned. Reconnected into device more noise seen. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found. It was noted that there was grommet and set screw damage as well as foreign material on the set screw.